Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of a visiflex bifurcated stent graft and cuff stent graft. Approximately eight and a half (8.5) years post initial procedure, the patient presented with a type ia endoleak, aneurysm enlargement (unknown diameter), and type ib endoleak from the right common iliac artery. The physician elected to treat the patient by implanting two (1) ovation ix extenders on 10 january 2018; this procedure is outside the indications of use (off-label) due to adjunctive devices not compatible with the visiflex system per device IFU. This event was previously captured per MFR. Report # 2031527-2018-00023 and 2031527-2018-00176. Another four and a half (4.5) years post secondary procedure, the patient presented at routine follow-up with bilateral type ib endoleaks as detected per cta (computed tomography angiography) scan. The physician implanted two (2) ovation ix iliac limbs on (B)(6) 2022. The endoleaks were successfully resolved and the patient is reportedly doing well.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of a visiflex bifurcated stent graft and cuff stent graft. Approximately eight and a half (8.5) years post initial procedure, the patient presented with a type ia endoleak, aneurysm enlargement (unknown diameter), and type ib endoleak from the right common iliac artery. The physician elected to treat the patient by implanting two (1) ovation ix extenders on (B)(6) 2018; this procedure is outside the indications of use (off-label) due to adjunctive devices not compatible with the visiflex system per device IFU. This event was previously captured per MFR. Report # 2031527-2018-00023 and 2031527-2018-00176. Another four and a half (4.5) years post secondary procedure, the patient presented at routine follow-up with bilateral type ib endoleaks as detected per cta (computed tomography angiography) scan. The physician implanted two (2) ovation ix iliac limbs on (B)(6) 2022. The endoleaks were successfully resolved and the patient is reportedly doing well. Additional information: clinical assessment also identified significant aneurysm enlargement (greater than 5mm) occurred regarding the bilateral type ib endoleak event.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported ovation ix bilateral type ib endoleaks and additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest aneurysm sac growth (of 6.2mm) occurred that was not in the event as reported. This finding was discovered during an examination of the 58-month post CT (computed tomography) scan. The most likely causation for the reported event is user-related due to the concomitant product use of ovation extenders in the bilateral iliacs during the secondary procedure on (B)(6) 2018. It was also noted that the right common iliac artery measured 9.4mm per CT scan dated 15 october 2007 (IFU requirement is 10-23mm). No procedure-related harms were identified. The final patient status was reported as discharged home on the first post operative day. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.